Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the leak between the scope cover and body. It was further noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The connecting tube was found with a cut and a stain. In addition to the foreign objects in the air/water cylinder and the air/water tube, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing; the air/water cylinder and the suction cylinder had no color; the plug unit and the adhesive on the bending section cover were cracked; the objective lens were shaved; the light guide lens were corroded; there was a scratch on the grip; and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope's insertion tube was dirty with nail polish; it could not be cleaned. There was no report of patient harm. The device was returned, evaluated, and there were foreign objects in the air/water cylinder and the air/water tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.